Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient tested for troponin t hs stat (high sensitive short turn around time) troponin t hs stat. The initial troponin t hs stat result was 31.83 pg/ml with a data flag. This result was reported outside of the laboratory. A 2nd sample was obtained and the result was 7.69 pg/ml. This sample was repeated and the result was 7.21 pg/ml. The initial sample was repeated twice with results of 4.99 pg/ml and 8.02 pg/ml. These results were not reported outside of the laboratory. No adverse event was reported. The troponin t hs stat reagent lot number was 187548 with an expiration date of 12/31/2016. Preventive maintenance was last performed on the system on (B)(4) 2015. Performance testing results were within specifications. A specific root cause could not be identified. Possible root causes may be related to pre-analytics (clotting time was too short at 15 minutes instead of 30 minutes) or an electromagnetic influence.